Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified baxter set had air in the line. The event occurred during a saline infusion via a spectrum iq infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.